Event description:
This event involves 1 patient, 1 procedure, 2 devices. This is submission 1 of 2. Mfg report numbers: 1651501-2016-00042; 1651501-2016-00043. It was reported the press fit stem screw was not able to be fully seated. During conversion from total shoulder system to reverse shoulder system the surgeon experienced the new reverse shoulder system body screw cross threading into the in-situ stem. The screw was not able to be fully seated which required removal of the in-situ stem and replacing with an entirely new stem and reverse body and body screw. It was reported that although the issue occurred during a procedure, there was no patient injury. Revision or medical intervention was required. There was a delay in surgery of 45 minutes.

Manufacturer narrative:
Integra has completed their internal investigation on 30 nov 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. Results: a ncmr was initiated due to parts being marked with ce 0086; specification did not call for ce marking. Units disposition for use-as-is based on no patient risk; it is a domestic product to be packed and labeled without ce marking. The nonconformance identified could not cause or contribute to the reported event. A review of complaint records for the reverse shoulder system showed two additional events related to cross threading of the reverse body screws into an implanted tss stem during revision surgery, resulting in surgeon having to remove and replace the implanted stem. During the last two years, there have been approximately 12 tss to rss conversion surgeries performed, which results in a complaint rate of 25%. This represents an adverse trend. Conclusion: the cross-threading was likely a result of user error.

Manufacturer narrative:
Integra has completed their internal investigation on 7dec2014. The additional investigation activities included: updated conclusion: the cross-threading was possibly due to starting the thread in an off-axis position.